Event description:
It was reported that an intermittent, ongoing occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer declined to provide further information.